Event description:
It was reported by the customer that their driver is not retrieving adequate specimen samples. The customer changed probes and checked tubing connections but were still unable to retrieve adequate samples. This case was a two site biopsy and the first site, the physician retrieved partial cores but the area of interest which were calcifications were in specimen. The second site, the physician was unable to retrieve an adequate sample and decided to reschedule the patient. The patient was sent home under normal post-biopsy instructions.